Event description:
During the procedure the distal part of the wire broke off in the totally occluded mid right coronary artery. The product was snared out in the aorta. The pt is currently in stable condition. The male pt was admitted into the hospital with an acute myocardial infarction (mi). The vessel had a shepherd's crook take off with soft thrombus and no calcium. The physician shaped the wire with his fingers before using it in the pt. While trying to get the wire across the lesion "the guide backed out and the wire came with it." The wire behaved normally during placement and torque response was good. No resistance was felt during advancement of the wire nor did the wire prolapse during treatment.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.